Event description:
During a preventative maintenance visit onsite, cynosure field service engineer observed continuous firing with clarity ii. No injuries were reported. Fse confirmed grounding ferrite coil needed an update due to assembly missing metal bracket. To resolve the issue, fse installed ferrite coil grounding circuit. This event is reportable since this is an aro (accidental radiation occurrence) due to device firing unintentionally on its own.